Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged surgical intervention and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. On (B)(6) 2018: the patient had unspecified injuries related to a defect in the mesh and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleged surgical intervention and injuries, however; no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 9 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence, pain, scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain as possible complications. A review of manufacturing records confirms product was manufactured to specification. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. (B)(6) 2018: the patient had unspecified injuries related to a defect in the mesh and underwent revision surgery. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with right large indirect inguinal hernia thereby underwent laparoscopic repair with the implant of bard flat mesh. Per operative notes, ¿large indirect inguinal hernia on the right was identified. A piece of bard flat mesh was placed into position to encircle the spermatic cord and to provide complete coverage of the inguinal floor and fascial defect and fixated using the spiral tacker device.¿ (B)(6) 2017 - patient was diagnosed with recurrent right inguinal hernia thereby underwent laparoscopic repair. Per operative notes, ¿patient had a large direct inguinal hernia was dissected off the surrounding cord structures. A synthetic mesh was placed over the inguinal floor, and sutures were used to tack in place at the pubic tubercle and along the inguinal ligament shelving portion.¿ (B)(6) 2018 - patient was diagnosed with right groin pain thereby underwent open repair with the removal of bard flat mesh. Per operative notes, ¿the external oblique aponeurosis densely scarred to the underlying synthetic mesh. There was scarring around the cord structures was dissected. A small amount of firm dense incarcerated fat was removed. A small amount of synthetic mesh contracted was removed from the underlying tissue. The internal bard flat mesh was placed previously laparoscopically was identified and removed from the surrounding tissue. Patient had a large direct inguinal hernia and a small indirect portion of the inguinal hernia which had previously been reduced. A bullet shaped biological mesh was placed over the entire inguinal floor and sutured.¿ attorney alleges that the patient had mesh shrinkage, pain, mesh contracted, hernia recurrence and emotional injuries.